Event description:
According to the reporter: procedure: gastrectomy. When the device was fired on the stomach, no staples were placed. The stomach content contaminated the surgery site and was irrigated. A new stapler was used to close to the stomach with no further issues.